Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during an ipg replacement on (B)(6) 2024, it was discovered the leads migrated to t10. The leads were repositioned. Effective therapy was restored.